Event description:
It was reported that a perforation occurred. On (B)(6) 2003, the greenfield vena cava (gvcf) filter was implanted in the patient's infrarenal inferior vena cava. On (B)(6) 2016, the patient went to the emergency room with complaints of pain and hermaturia where it was discovered that the gvcf had perforated the vena cava. It was also reported that several of the hooks of the filter were also perforating, touching, or impacting the patients duodenum and other organs within their body.